Event description:
The customer contacted stryker to report that their device was received with the incorrect language configuration. The device should have been configured for japanese but was received with us english. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.